Event description:
It was reported that the patient experienced leaking insulin cartridges. The patient tried a different cartridge from the same box, which also leaked. The cartridges were noted to have gold-colored lids instead of the typical silver, and leakage was observed at both the stopper and lid sections. The patient was advised that the cartridges could be disposed of unless further investigation was required. Cartridge lot number was 31294. Blood glucose was unaffected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.